Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Blank display due to damaged battery tube. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), and stained serial number label. Confirmed blank display due to damaged battery tube. Cosmetic damage was confirmed at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer noticed crack from the screen from left part from the middle to belt clip down to bottom of the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Instructed customer that pump will be replaced no harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1881 was returned for analysis.